Manufacturer narrative:
Insulin pump received with currents in specification. Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 425 mg/dl. Customer's blood glucose was 516 mg/dl at time of call. After troubleshooting, customer wanted the device replaced. Customer agreed to return the device for analysis.